Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient stated that she has a question. The patient reported that when she wakes up in the morning, she may walk 7-8 feet, but she cannot make it to the bathroom. The patient explained that the urge to urinate is there, but by the time she reaches the bathroom, there is "urine everywhere". The patient reported that she cannot hold it. The patient stated that this has been happening since surgery, and stated that she has had 3 accidents. The patient reported that she does hold it a lot better, but when the urge comes, she "doesn't have time to hold it". The patient stated that if she is able to go to the bathroom and sit down, she is able to get "the best stream she has ever had". The patient noted that she does not know if she has the stimulation intensity turned up high enough. The patient stated that she reached out to her healthcare provider (hcp) already and the hcp did not know how to make any adjustments to the stimulation intensity. The patient reported that she didn't feel any stimulation, and stated that this was first noticed "probably about 3 days ago, the 11th". The patient confirmed that stim was on at 1.4v on program 2. On the call, the patient increased stimulation to 2.5v and stated that it "was too much", and decreased down to 2.4v. The patient reported that she could feel the stimulation in her tailbone and confirmed that this was in her bicycle seat area and that it was comfortable. The patient stated that she will monitor symptoms with the new level of stimulation. Follow-up with the patient determined that the circumstances leading to the lack of stimulation was not known and that "it just stopped working." The patient then indicated that the issue was somewhat resolved after increasing stimulation. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.